Event description:
It was reported that the lead had poor sensing and a high defibrillation impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: date of death to not applicable, patient outcome checked hospitalization. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that the defibrillation conductor was fractured. Blood/body fluid was found on defibrillator conductor (not obstructed), outer tubing overlay and helix mechanism. The outer tubing overlay was melted. The outer insulation was torn and had a cosmetic depression. There was blood in the right ventricular defibrillation conductor. The right ventricular defibrillation conductor was fractured at 58.1 cm.

Event description:
It was reported that the lead had poor sensing and a high defib impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.